Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during an unknown procedure, a piece of the device broke off and fell into the patient. The piece was retrieved. It is unknown how the case was completed. There were no patient consequences reported.